Event description:
The customer reported that the device was providing regrasp alarms. This delayed the procedure by more than 30 minutes. There was no patient injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.